Event description:
It was reported to medtronic neurosurgery that during a surgery, the screw head broke apart from the screw body.

Manufacturer narrative:
The device was not returned to medtronic neurosurgery. Therefore, device performance eval was not possible. A review of mfg records showed no anomalies. There was no reported impact to the pt.